Manufacturer narrative:
Date of event: unknown. The awareness date has been used for this field. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history records could not be conducted.

Event description:
It was reported that bd vacutainer® trace element serum blood collection tubes had different colored labels. No serious injury or medical intervention reported. No report of blood exposure to mucous membrane.